Event description:
It was reported that a patient underwent a posterior lumbar interbody fusion procedure on (B)(6) 2014 and a drain was inserted. The drain worked properly that day, but some time later it was found that the drainage stopped. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. When the drain was cleaned, normal flow was restored. The drain was partly blocked with blood and tissue inside of it.